Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient passed away. The medical examiner's office requested a return product kit so that the explanted vns generator and lead could be returned to the manufacturer. The explanted lead and generator were received and are currently pending product analysis. An online obituary stated that the patient passed away while traveling with family. However a cause of death is not currently known. It had been previously reported in march of 2014 that the generator was at end of service. Therefore it is known that the generator was not providing therapy when the patient passed away. No additional relevant information has been received to date.

Event description:
Product analysis on the lead found that the majority of the lead was not received including the portion with the electrodes. Therefore this portion could not be evaluated. It was noted that the generator was received with the lead pin still inserted. A continuity check was performed on the lead and generator and it was noted that there was a proper connection between the setscrew and lead pin. No discontinuities were identified within the returned lead portion. During product analysis on the generator the battery voltage was measured and noted to be 0.31v; a true end of service condition is <=2.0v. It was noted that the generator was at an end of service condition which was the result of normal, expected battery depletion. Manufacturing records for the lead and generator were reviewed and noted that both were sterilized and passed qc inspection prior to distribution.